Event description:
It was reported to a physio-control service representative that the service indicator on the customer¿s device was illuminated. All the keypad lights were flashing and the device continuously rebooted. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that multiple event codes had been logged into the device's memory. Physio-control then replaced the system controller pcb assembly and the user interface pcb assembly. Proper device operation was observed through functional and performance testing. After repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the user interface pcb and system controller pcb assemblies. Physio-control determined that the cause of the reported failure was due to the integrated circuit chip, designator u61 on the system controller pcb. This integrated circuit chip, designator u61 caused the device to go into a continuous reset.